Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor over tape has been peeling off. The customer has had the issue for about 3 weeks. Customer reported that her blood glucose was running high when this issue started; they were in the 200, 300 and 400 mg/dl range. The customer stated she is working with the doctor to keep the blood glucose under control and the doctor has changed the insulin type. The customer was advised about the products recommended to use with the sensor and that samples would be sent.